Manufacturer narrative:
Siroforce (B)(6) provided accessories: measurement cable lip-clip. Contra angle (163256). Micromotor with cable ((B)(6)). Foot control (214105). Diagnosis: motor cable - defect. Battery defect (s:139, f:75, h:35:03:40 - battery was charged 139x. Enough would have been 18x - battery overcharged, misuse). Mainboard - mini usb-socket broken. Mainboard - foot control socket. Needed service for repair: (B)(6) cable motor black iiib 1.000. (B)(6) battery recycko 1.000. (B)(6) motherboard gold reciproc sw 2.0 1.000. Sf3 service fee 3 1.000. Defect that probably led to the reported incident: mainboard - mini usb-socket broken. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a vdw.gold reciproc gave incorrect measurements. No injury occurred. This is case 3 of 3.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.